Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. The device was used successfully on ligating the esophageal varices. A second device was used to continue ligating the esophageal varices. A total of eleven bands were deployed and mostly of the varicose veins were ligated. When they attempting to deploy the fifth band, the "pull rope" near the elastic band was fractured, causing the inability of the fifth band to be deployed. There was no rupture of varicose veins occurred and the procedure was completed with a third speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on june 4, 2024: it was reported that the procedure performed was esophageal variceal ligation (evl). It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a4: patient's weight: 62.5 kg. Block e1 (initial reporter address): (B)(6). Block h2 (additional information): block a1 (patient identifier), b5 (describe event or problem), b7 (other relevant history), block e1 (initial reporter's information), e2 (health professional?), e3 (occupation), g2 (report source), and block h11 (additional MFR narrative) have been updated based on the additional information received on june 4, 2024. Block h6: imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. The device was used successfully on ligating the esophageal varices. A second device was used to continue ligating the esophageal varices. A total of eleven bands were deployed and mostly of the varicose veins were ligated. When they attempting to deploy the fifth band, the "pull rope" near the elastic band was fractured, causing the inability of the fifth band to be deployed. There was no rupture of varicose veins occurred and the procedure was completed with a third speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a050501 captures the reportable event of bands unable to deploy.